Manufacturer narrative:
Ge healthcare has initiated an investigation of the reported event.

Event description:
It was reported that a patient sustained two blisters after an mr exam of the sternal notch. One blister was observed on the dorsal side of the patient's right thumb while the other was on his right buttocks. The combined size of the blisters was 3 cm. The exam consisted of 9 scans and lasted for approximately 10 minutes. According to the technologist at the site, the patient was laid in a supine position where the patient initially placed his hands under his buttocks. The technologist corrected the patient's positioning and advised him not to replace his hands under the buttocks. The technologist did not use padding to prevent skin-to-skin contact when the scan was initiated. After the first 3 scans, the patient complained of burning sensation. The exam was then resumed to completion. Three hours later, the patient notified the customer site of the blisters. The pulse sequences used for the exam were fse-xl and frfse-xl. The series and duration of the scans were the following: loc (45 sec), sag t2 (1:40min), sag t1 (3:40min), and ax t2 (4:30min). The first burning sensation reported by the patient occurred during the fse-xl pulse sequence.